Event description:
The MFR received info alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and oxygen blending module board were replaced to address the issues.